Event description:
It was reported through the litigation process that six months and seventeen days post a port placement procedure, the patient had allegedly experienced with infection and the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Medical records were not provided. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that six months and thirteen days post a port placement via the right internal jugular vein, the patient had allegedly experienced with infection and the port was removed. The current status of the patient was unknown.

Event description:
It was reported through the litigation process that six months and thirteen days post a port placement via the right internal jugular vein, the patient had allegedly experienced with infection and the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months and sixteen days post port placement, the patient was diagnosed with central port infection. Around three days later, removal of infected port-a-cath was performed. An incision was made through the previous incision and carried dawn to the capsule of the port-a-cath. Port-a-cath was grasped and removed. The patient tolerated the procedure and there was minimal blood loss. Therefore, the investigation is inconclusive for the reported infection issue as no objective evidence was provided to confirm any alleged deficiency to the port. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.